Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code malf 3. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer declined a replacement pump and opted to use multiple daily injections (mdi) to ensure continued insulin delivery without interruption.